Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-0) device exhibited an increase in left ventricular (lv) lead pace impedance measurements from 1200 ohms to greater than 3000 ohms, which is high out of range. The lv lead is not a boston scientific product. In response, lv lead vector programming was changed. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).